Manufacturer narrative:
The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user and bending of the needle during use contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, at 27 seconds of cutting time the needle separated from the handpiece. The doctor uses the device in a cadence and will stop to reposition the microtip as ultrasound as needed. The needle microtip had been removed from the patient when the needle fully separated from the device. The needle did not stay in the patient and intervention was not required to remove it. A second microtip was used to complete the procedure (see MFR report number 1000135560-2017-00117). There was no harm, injury or complication to the patient caused by the failure.